Manufacturer narrative:
Internal report reference number: 3657-1 sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 160mg/dl. During the call the customer reported symptoms of feeling lightheaded and tired. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the office. During the call, a back to back blood test was performed by the customer and produced test results of hi non-fasting using meter. During follow-up call, customer stated no longer experiencing symptoms. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is one week ago. The meter memory was not reviewed for previous test result history.